Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk), the device did not respond to the front panel controls. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.